Event description:
The customer reported being hospitalized due to low blood glucose of 60mg/dl. It was stated that the customer fell and bumped her head due to a hypoglycemic event, and the customer was monitored for a possible concussion. The customer's recent glucose reading was 160mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.